Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: UDI #: (B)(4). Complaint is confirmed with returned product. Exhibits signs of use (nicked or gouged) and the dovetail feature is flared out on one side and compressed on the other side, which coincides with the intraoperative observation. Review of the device history record identified no deviations or anomalies would contribute to reported event. Medical records were not provided. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the implant would not assemble with the mating implant.